Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-47893. It was reported that during a drg trial on (B)(6) 2020 patient experienced wet tap during the placement of the lead at l5. Patient also vomited while physician was preparing to finish the case and patient was flipped. Post procedure patient is stable.